Event description:
It was reported that an unspecified malfunction alarm occurred, and the pump indicated a data log corruption. The alarm was cleared after a pump reset, customer continued using pump for insulin therapy. Customer's blood glucose level was 162mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.